Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed visual inspection and found sensor cannula retracted inside sensor base, and found broken cannula broken part is missing. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
Customer reported via phone call that the serter did not click when it was put against the skin, the serter would click when it was removed from the skin. Customer's blood glucose was 150 mg/dl. Customer reported the needle hub was not stuck in serter. Customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.